Manufacturer narrative:
Investigation summary: it was reported there was a greater amount than usual of the white glue seemed to be adhering to the connection site. To aid in the investigation, one sample in an opened packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed and there is an epoxy drip over on the needle hub. The five photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305180, lot 2088568. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excessive epoxy was found on the bd¿ blunt fill needle connection site. The following information was provided by the initial reporter, translated from japanese: "the hcp noticed before use that a greater amount than usual of the white glue seemed to be adhering to the connection site, and thus stopped using this affected product."